Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Lot # b201613 (cartridge); (B)(4) (pump).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A force test was performed with no failures observed. There were no defects found on investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels. The patient indicated that on (B)(6) 2011, she drank alcohol but her bg did not go above 250 mg/dl while drinking. Then on (B)(6) 2011, the patient claimed that her bg went above 600mg/dl. The patient reportedly took 40 units of insulin via syringe and was able to get her bg down to 189mg/dl. At the time of the call with animas, the patient claimed that her bg was over 600mg/dl. She reportedly treated herself with insulin and was off the pump. The patient admitted to having nausea and vomiting earlier that day. At the end of the call, her bg level was reportedly 583mg/dl. The patient's last site change was that day at 5:00 pm. The patient denied having a bent site. The last site change before that day was on (B)(6) 2011. She admitting to having scar tissue but was rotating site. The patient denied observing bubbles in cartridge or leaking sites. She also denied observing bruising or blood in the site areas. The patient claimed that she smelled insulin at an unspecified time that day from the cartridge chamber. She also claimed that the pump cartridge looked about 10-20 % less than normal. When removing the cartridge from the pump, the patient claimed that there was insulin in the cartridge chamber and where the tubing connects to the cartridge. The patient claimed that the connection was tight and she could not see any cracks or dents at the tubing/cartridge connection. The patient claimed that the cartridge looked normal but was wet. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the cartridge possibly leaked and she developed an elevated bg level and symptoms that can be associated with severe hyperglycemia.